Event description:
It was reported that during implant the stylet was blocked in the lead, so the physician decided to implant a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. The lead insulation was cut with a scalpel at 39.5 cm to inject alcohol to remove stylet from the distal coil.